Manufacturer narrative:
Please close / cancel this MDR, it is a duplicate MDR to (B)(4) (manufacturer report number: 2016493-2020-70428).

Event description:
It was reported that the syringe pump module had dim segments. The issues were discovered during preventative maintenance (pm); therefore, there were no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the syringe pump module had dim segments. The issues were discovered during preventative maintenance (pm); therefore, there were no patient involvement.